Manufacturer narrative:
Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. D.2. The device was used for an off label indication. Concomitant medical products: product ID 3389, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Chabardes, s., carron, r., seigneuret, e., torres, n., goetz, l., krainik, a., piallat, b., pham, p., david, o., giraud, p., benabid, a.l. Endoventricular deep brain stimulation of the third ventricle: proof of concept and application to cluster headache. Neurosurgery. 2016. Doi: 10.1227/neu.0000000000001260 summary: to assess safety and efficacy of endoventricular electrical stimulation of the hypothalamus using a floating deep brain stimulation (dbs) lead laid on the floor of the third ventricle (3rd v) to treat refractory cluster headaches (ch). Reported events: patient 7: a (B)(6) man with deep brain stimulation (dbs) of the 3rd ventricle to treat chronic cluster headache (ch) experienced no clinical benefit or side effects of stimulation at the 3-month follow-up, despite the fact that side effects had been present during the initial postoperative period of parameter testing. As a result the authors conducted a second CT scan which showed that the electrode had moved spontaneously to the cranial part of the 3rd ventricle and required a second intervention to reposition and secure the lead. Subsequently the patient reportedly displayed dramatic improvement in their ch, which continued to improve at the 6 and 12 month follow-up appointments. It was not possible to ascertain specific device information (e.g. Serial numbers) from the article or to match the reported event with any previously reported event. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.